Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a (B)(6)-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's medical history included multigravida, parity 3 (((B)(6) 2007; (B)(6) 2009; (B)(6) 2014)), abortion of ectopic pregnancy, c-section, abruptio placentae, preterm labor, premature delivery and body mass index normal. Previously administered products included for an unreported indication: oral contraceptive nos. Concurrent conditions included depression, anxiety and diabetes. Concomitant products included sertraline from 2013 to 2014. In 2014, the patient had essure inserted. In 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain and vulvovaginal pain had resolved and the vaginal haemorrhage, menorrhagia and dyspareunia outcome was unknown. The reporter considered dyspareunia, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-may-2019: plaintiff fact sheet received : events added as per pfs: pain, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dyspareunia (painful sexual intercourse), vaginal pain and essure confirmation test not done. Medical history, concurrent condition and concomitant medication were added. On 17-may-2019: medical history added from pfs. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.